Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vtich 13.2 implantable collamer lens of diopter +8.5/+3.0/070 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. Reportedly the lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury. The lens was implanted and removed intraoperatively. On (B)(6) 2023 a replacement lens of the same model/ length, similar power was implanted and the problem was resolved. Additional information provided: "patient is happy". The reporter indicated the cause of the event is unknown. (B)(4).

Manufacturer narrative:
B5- per updated information a replacement lens was implanted successfully on (B)(6) 2023 and the problem resolved. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm, vtich13.2, -8.50/3.0/070 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the right eye (od). The lens was implanted and removed intraoperatively, with no patient injury. Cause of event was unknown.